Event description:
It was reported that the instrument would not open and close properly when moving the handle. No patient complications were reported.

Manufacturer narrative:
(B) (4). Device was returned to the manufacturer for evaluation. The visual macroscopic exam shows that the tip of the static shaft is cracked by the pin. The pin was not returned for the analysis. Excessive force and/or torque applied to the instrument may cause the tip to break or crack. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.